Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the incision site and was prescribed an oral antibiotic (date and duration not reported). The implanted device remains.